Event description:
On (B)(6) 2012, the patient reported that the pump was vibrating and alarming after he swam with the pump; he was unable to remember what message was displayed on the pump. The patient said he took the battery out to silence the alarm, and he noticed water behind the display. During the contact with customer technical support, the patient noted that the pump would not power back up and further investigation was not possible. The patient said there was noticeable moisture behind the display; there was apparently no structural damage to the battery cap or battery compartment and no corrosion in the battery compartment. This complaint is being reported because there was no power to the pump and the cause of the power loss could not be determined at the time of the call.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump was found to fail to power on. During investigation the bolus button was found to be missing and leaking and moisture was found inside the pump.